Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the epidural catheter removal segment of the catheter was retained. CT scan - the images show broken epidural catheter in the right-side spinal canal outside of the thecal sac at l3-4 extending to the subcutaneous fat 5 cm from the skin surface. The patient has a scheduled pre-surgery appointment with the neurosurgeon this month."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the epidural catheter removal segment of the catheter was retained. CT scan - the images show broken epidural catheter in the right-side spinal canal outside of the thecal sac at l3-4 extending to the subcutaneous fat 5 cm from the skin surface. The patient has a scheduled pre-surgery appointment with the neurosurgeon this month".